Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event information. Additional information was not provided. Further patient information is pending follow-up with the healthcare facility.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It has been reported that the ipg battery is depleted and no longer able to provide therapy. A manufacturer representative interrogated the system and confirmed the issue. As the result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. In an update posted (B)(6) 2023, it was reported the patient was elderly and was not sure if they wanted to do anything. The rep was advised the record would be closed pending intervention/update. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.